Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. The connecting cable was kinked and broken. The device had a leakage. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the broken cable by the user handling. If significant additional information is received, this report will be supplemented.

Event description:
Before the device operation, the user found that the endoscopic image was not displayed and only the test image was displayed because the device did not work. The user facility commented that there was a possibility that the device cable was damaged during cleaning after the last operation. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.